Event description:
It was reported that the guard from the craniotome device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the color band was chipping/fading, and the cutter device could not be inserted. It was further determined that the bearing was damaged, and the craniotome leg and foot were drilled into. It was further determined that the device failed pretest for visual assessment and labeling assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the craniotome leg and foot being drilled into, identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).